Event description:
Complainant alleged that while treating a male patient (age unk) in defib synchronized mode, the device reportedly synced incorrectly. Complaintant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.